Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (cloudy).

Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model: fb-15v is available in the USA with a 510k number: k951199. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ocular cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ocular. In addition, our technician confirmed that the control body broken, the side body cover broken, the operation channel (primary) buckled, the insertion flexible tube buckled, the control body leak, the root brace rubber (insertion flexible tube) cut, the ocular dirty, the cfb screen cover glass dirty, the cfb (coherent fiber bundle) dirty, the screen mask dirty, and the ocular trim ring disinfections damage; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.